Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a 24 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system was inserted into a patient subcutaneously. When the needle was retracted, it did not retract into the safety portion of the system, leaving the needle exposed. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed that only the safety mechanism portion was returned and not the complete device. The safety mechanism was fully activated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6056876. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.